Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to pump connection tube crack. A new inflatable penile prosthesis pump component was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
D10, h3, h6, h10. H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was cut down to the pump block; no kink resistant tubing nor connectors returned. Contamination was present resulting in an inability to functionally test the pump. Product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to pump connection tube crack. A new inflatable penile prosthesis pump component was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.